Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Labels are undamaged. Rear and front housing is damaged. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. The root cause of the reported issue was not able to be determined. No further action will be taken. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the medication drip was interrupted and the pump did not alarm. Patient was hospitalized with severe withdrawal symptoms.